Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted, and both leads were cut and left implanted in the patient. On (B)(6) 2025 the patient underwent additional surgical intervention wherein the remaining portion of the leads were explanted.